Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Insulin did not exit and the insulin pump alarmed no delivery during manual prime again. The insulin pump had an occlusion. The customer used 11 infusion sets. He changed the insulin because it looked a little cloudy. However, the insulin pump continued to alarm no delivery. Customer's blood glucose level was 156 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed displacement, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.